Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The patient is reported to have went to the ER when her blood glucose rose above 400mg/dl. Reportedly, the patient performed a site, set and cartridge change <24hrs prior to the hospitalization, drawing insulin from a fresh vial. Reportedly, the patient could "feel" her blood glucose rising, but did not change her insulin set or site. Upon her admission to the hospital, her blood glucose was 495g/dl. She was treated at the hospital with insulin injections. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.